Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding loosening involving a tritanium revision acetabular was reported. The event was confirmed. Device evaluation not performed as the device was not returned for evaluation. A device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. A complaint history review indicated that there have not been any other events for the specified lot. The reported event involves anterior and medial deviation of the acetabular component into the pelvis. The exact cause of the event could not be determined. From the description in the operative report and description of the x-rays, the wedge augment and shell had been loose. No further investigation for this event is possible at this time.

Event description:
User facility medwatch report # (B)(4) reported right hip arthroplasty failure. X-rays obtained approximately two months prior to event, note an anterior and medial deviation if the acetabular component into the pelvis. Broken screws are visualized. There do not appear to be concerns with the femoral component. There appears to be good bone in the posterior wall of the pelvis.

Event description:
User facility medwatch report # (B)(4) reported right hip arthroplasty failure. X-rays obtained approximately two months prior to event, note an anterior and medial deviation if the acetabular component into the pelvis. Broken screws are visualized. There do not appear to be concerns with the femoral component. There appears to be good bone in the posterior wall of the pelvis.